Manufacturer narrative:
Full UDI is not available due to missing serial number.

Event description:
It was reported that a portion of the peak sheath was left in the patient. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
The quality investigation is complete.

Event description:
No new information.